Event description:
Routine complaint investigation identified a higher reading of 70 mg/dl on a medisense precision xtra monitor when compared to a laboratory result of 56 mg/dl. When these values are plotted on a clarke error grid, the results fall in the "d" zone" showing clinical significance. No death, serious injury or medical intervention was reported.